Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was dropped, the housing separated so that internal components were visible, and the touchscreen became unresponsive, consistent with physical damage and screen bezel separation of the display assembly. Symptoms included no device alerts or alarms. Outcomes included a device exchange and user education on the process. Investigation included collection of user report, troubleshooting, and assessment for external damage. Investigation of this case revealed mechanical damage to the enclosure and screen assembly resulting in loss of touch functionality, consistent with impact-related failure of the device housing and display components. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.